Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed due to the unit having no voltage. The customer complaint could not be confirmed as share log data contains nothing related to the customer complaint. The root cause could not be determined.